Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent fracture occurred. The target lesion was located in the right coronary artery (rca). A 32x3.50 omega¿ stent was selected for use and advanced to treat the lesion; however, during deployment, the stent fractured into two pieces. The procedure was completed by deploying a different stent over the fractured omega¿ stent. No patient complications were reported and the patient's status was stable. This product is only ous approved but is similar to an approved us device.